Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that she went to her doctor regarding the issue. They reviewed customer's bolus amounts and customer says she was only putting in 50 carbohydrates for food but the carelink reports were showing 110 and 500 carbohydrates. Patient's blood glucose at time of incident was 47 mg/dl. Patient's current blood glucose was 221mg/dl. Customer states the drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.